Manufacturer narrative:
(B)(4).

Event description:
It was reported that rotawire fracture occurred. The target lesion was located in the severely calcified and severely tortuous distal right coronary artery. A 330cm rotawire was selected for use. During the procedure, ablation was performed using a 1.5mm rota burr. However, it was noted that the rotawire came off and the radiopaque tip got twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the spring tip kinked. The overall length and outer dimensions were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that rotawire fracture occurred. The target lesion was located in the severely calcified and severely tortuous distal right coronary artery. A 330cm rotawire¿was selected for use. During the procedure, ablation was performed using a 1.5mm rota burr. However, it was noted that the rotawire came off and the radiopaque tip got twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.